Manufacturer narrative:
Follow-up information received on 02-aug-2016 - legal claim provided: each of the plaintiffs (not individualized in document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). The complications suffered by plaintiffs include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report initially was received by consumer, upon receipt further information from lawyer this case was considered a legal case and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, extreme cramping. She was submitted to a hysterectomy and the event subsided. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product and no batch number were reported, no product quality defect was confirmed. Therefore, a relationship of a quality defect to the reported medical events is excluded. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(6), awareness date (B)(6) 2015). It refers to an adult female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. In the 3 1/2 years that she had the essure device placed, she experienced abdominal pain, extreme cramping (10), stabbing in cervix and pelvis, night sweats, long menstrual cycles only 2 weeks apart, excessive bleeding during cycle (filing pad and super tampon in an hour), nausea, confusion and brain fog, mood swings, back and joint pain, fatigue, bloating, headaches, numbness in hands/feet and insomnia. At 37 she had a hysterectomy and most of the side effects subsided. She was still dealing with numbness, insomnia, back pain and fatigue. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, extreme cramping. She was submitted to a hysterectomy and the event subsided. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product and no batch number were reported, no product quality defect was confirmed. Therefore, a relationship of a quality defect to the reported medical events is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.